Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for routine device changeout procedure, loss of capture was noted on the right atrial (ra) lead while patient was lying on the procedure table. When sitting upright, the lead could capture well. The x-ray revealed lack of slack for the lead and lead position was not in an ideal anatomical location for a normal heart. No intervention was made as the lead was able to sense appropriately and the patient did not atrial paced. The patient was stable and will continue to be monitored.